Event description:
A customer reported an event of a "strong h2o smell" (odor) emitting from the sterrad 50 sterilizer after a processed cycle. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). The DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. The service history for this unit for the past six months (03/24/2013 to 09/20/2013) did not identify any significant trend. The trend for the product malfunction code of odor/smells identified a breach due to the ous remediation effort contained in a CAPA. A review of the complaint history did not reveal a significant trend for us data over the past twelve months (january 2013 through december 2013). The fmea revealed the risk is at an acceptable level. The shuma indicates the risk is broadly acceptable for moderate level injury or exposure and as low as reasonably practicable for mild (limited) exposure to odor or odorants. No parts were replaced or available for analysis. The complaint is not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A chamber subsystem screw was tightened. Unit meets specifications and was returned to service on (B)(4) 2013.